Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The reamer will not stay on the hudson adapter while reaming.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted mbt rev primary conical reamer revealed areas of wear and deformation on the corners of the flats. The damage to the mbt rev primary conical reamer is consistent with the reamers striping at the connection point after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. The root cause is attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.